Event description:
According to the customer, after completing a "lachmann, maneuver, a continuous alarm was sounding due to pressure drop down. The pt was reportedly in critical breathing condition and the ventilation setting of 15 mbar peep had to be kept by branching off the tube, exchanging the expiration valve, and reconnecting the pt to the centiva. A system test was reportedly not performed due to the pt condition. Despite unchanged ventilation settings, no plausible ventilation could reportedly be performed with the centiva. The expiratory tidal volume reportedly did not match the centiva settings, and the inspiration pressure settings did not correspond to the measured data and graph. Within 30-40 seconds, the pt reportedly desaturated and was ventilated with 100% o2 and an anesthesia bag. The pt reportedly degenerated electromechanically, rr dropped to 40/20 mmhg, and CPR was unsuccessful. Due to the pt condition, hosp staff reportedly discussed with the pt's family that further CPR would not be performed. The pt reportedly died. The pt's prognosis had reportedly been diagnosed as unfavorable. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.